Event description:
It was reported that a bd luer-lok syringe package contained a lot of dust and specks in it. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Two open 3ml trays were received and confirmed to be from batch #8143675 (p/n 309702). The samples were visually evaluated. The samples were found to have multiple loose black foreign matter particles inside the trays. The particles observed are level 1 and level 2 which is an acceptable condition per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause for foreign matter defect is associated with the packaging process.

Manufacturer narrative:
Two open 3ml trays were received and confirmed to be from batch #8143675 (p/n 309702). The samples were visually evaluated. The samples were found to have multiple loose black foreign matter particles inside the trays. The particles observed are level 1 and level 2 which is an acceptable condition per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause for foreign matter defect is associated with the packaging process.

Event description:
It was reported that a bd luer-lok syringe package contained a lot of dust and specks in it. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ syringe package contained a lot of dust and specks in it. There was no report of exposure, serious injury or medical intervention.